Event description:
It was reported that following the surgical procedure where the pt's vns device had been replaced prophylactically, the pt suffered from a ruptured bleb on both lungs, which led to pneumothorax. This in turn caused the pt to experience heart rhythm problems. The pt had to be intubated to restore his respiration. F/u with the pts treating neurologist revealed that the blebs is a genetic disorder and was not caused by vns stimulation or the surgery. F/u with the neurosurgeon who was present when the events occurred, revealed that the anesthesia and ventilation from the vns surgery triggered the rupture of the blebs which lead to pneumothorax. The surgeon stated that the cardiac arrhythmia (heart rhythm problems) was unrelated to vns and was related to pneumothorax. The neurosurgeon had programmed the device on the pt's previous setting at the time of surgery. Subsequent f/u with the neurologist indicates that the pt is doing well, and diagnostic tests performed following the surgical procedure reveal normal device function.